Manufacturer narrative:
Insulin pump passed the displacement test. Unit was received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test or verify possible over delivery due to compromised force sensor system alarm. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose in the 35 to 40 mg/dl range at the time of the incident. The customer has been having lows for 3 months. The customer also adjusted for a low on (B)(6) 2017 and ended up in the 300 mg/dl range. The customer was at 103 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer was advised to follow up with their health care professional. The customer reported using a competitor's sensor system but that the receiver is not accurate. The customer also mentioned a strong smell of insulin in the reservoir compartment and is concerned about reservoir leaks. The customer also reported air bubbles in a reservoir. The insulin pump will be returned for analysis. The infusion set will not be returned for analysis.